Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the patient at 60,021 joules. Per the customer, the fiber cap was removed with an alligator grasper from the patient. The procedure was completed with turp. Additional information reported by the customer was during set-up an aim test was performed and beam was visible. During the procedure, nothing was observed with the aim beam. There were no observations leading up to the incident. No error codes were displayed on the console when this event occurred. The user did not experience any injury from use of the system. This incident did not cause any issues with the patient.